Manufacturer narrative:
The device was received for evaluation and passed all testing with no trouble was found. A review of the device history record (DHR) of the reported cycler serial number confirmed no related defects were found during the manufacturing and the cycler was released for distribution having met all product design requirements. Factors outside the scope of nxstage therapy can impact the patient's weight. These include but are not limited to the accuracy with which intake is recorded and the weighing techniques used. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2019 from the caregiver of a (B)(6) year old female patient with unknown comorbidities who stated the patient was hospitalized with shortness of breath and fluid overload on an unspecified date. Additional information was received (B)(6) 2019 from the home therapy nurse (htn) stating the patient received hemodialysis treatments in hospital for assistance with excess fluid removal. Although requested no additional information was provided.